Manufacturer narrative:
The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sliding of the band because the sample was not returned for assessment. Without a sample, the exact root cause could not be determined. The likely root cause is the band is being applied too tight and during inflation the band is rotating to allow for air input. Review of device history record (DHR) could not be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported the involved tr band was sliding and rotating around wrist upon inflation causing the green dot to not be aligned with original placement, causes bleeding from the site. The procedure outcome was unknown. The patient was not injured during the event and medical or surgical intervention was not required. The event happened post-treatment. Additional information was received on (B)(6) 2023: rotation happened when the air was being added to the band. The staff tried to prevent the sliding and rotating of the device. The estimated blood was less than 250 cc. Hemostasis was achieved by the involved tr band. There was no noticeable damage to the tr band. Additional information was received on (B)(6) 2023: hemostasis was achieved by a tr band 2. The green marker dot was located 1mm proximal to sheath insertion site. Additional information was received on (B)(6) 2023: band was rotating medial upon inflammation.